Event description:
It was reported that the patient underwent a hip arthroplasty. Subsequently, the patient was revised on nearly one (1) month post implantation due to would leaking pus. The patient had a fall unrelated to the hip arthroplasty. It was noted that the patient suffered from mental health issues and was in overall poor health at the time of the incident. The surgical technique of the product was utilized.

Manufacturer narrative:
(B)(4). D10: 00500104728 liner 28 mm i.d. For use with 47/48/49 mm o.d. Shells 65029541 00500104700 shell 47 mm o.d. 66417697 00811400000 femoral stem 12/14 neck taper std. Offset size 0 105 mm stem length 65616995 g2: foreign: australia customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. It is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression ¿wound concerns¿ or "non-healing wound¿ would imply that the appearance of the wound deviates from what a surgical wound should appear. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. This deviation signifies an alteration in the wound healing process which can be complicated by patient comorbidities such as diabetes, obesity, smoking, and other conditions that are known to slow a person¿s ability to heal. Wound complications can be treated conservatively or more invasively with an irrigation and debridement (I&d) which promotes healing at the site and prevents further complications. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.